Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a right initial total hip arthroplasty due to unknown reasons. After the initial procedure the patient developed pain, elevated metal ion levels, discomfort, and required a revision in her right hip. During the procedure it was noted that there was an abundance of cloudy purulent-appearing fluid under tension which was decompressed. There was also evidence of muscle and capsular necrosis involving more than 50% of the abductor muscle. The head was removed. The taper was examined and showed extensive evidence of corrosion in the form of blackened metallic debris. Necrotic tissue was removed from around the acetabulum. The liner was removed, and there was evidence of deformation of the backside where the liner was in contact with the central hole in the shell. The acetabular component (cup) was well fixed. The femoral (stem) was well fixed. The taper was cleaned. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event was reported under the wrong MFR number. Now, the event will be reported under 0002648920-2020-00126.

Event description:
Upon reassessment of the reported event, it was determined that the event was reported under the wrong MFR number. Now, the event will be reported under 0002648920-2020-00126.

Manufacturer narrative:
Reported event was confirmed by review of the provided op notes and photographs. Intra -operative photos were received along with the operative notes. Visual inspection of the pictures confirm taper corrosion and presence of necrotic tissue which was debrided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of complaint history search for components could not be performed with the available product information root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date (B)(6) september 2013. Explant date - (B)(6) april 2017. Concomitant products: unk, unknown trilogy liner, unk. Unk, unknown trilogy cup, unk. Unk, unknown stem, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06125. 0001822565 - 2017 - 06124. 0001822565 - 2017 - 06127.

Event description:
It was reported patient underwent a right hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to discomfort, pain, nausea, fatigue, difficulty walking, difficulty sleeping, elevated metal ion levels, tissue and muscle necrosis, and pseudotumors. Attempts have been made and additional information on the reported event is unavailable at this time.